Event description:
Reporter alleged obtaining a discrepant blood glucose result of 229 mg/dl back to back with a result of 115 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated, he took his normal 20 units of lantus, 45 mg of actos, and 10 mg of glipizide after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.